Event description:
The contact called about some blood glucose readings the customer had rec'd. While troubleshooting, the contact performed control tests and rec'd results of 36 and 21 mg/dl. The normal control range was 93-108 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval, and replacement prods will be sent.